Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose levels with hyperglycemia after a period of disconnection for a kickball game and subsequent hypoglycemia, and the agent provided troubleshooting and education on correct use of meal announcements and assigned the user for additional training. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness or other acute sequelae. Outcomes included no medical intervention, no ketone testing, no alarms, and no use of backup therapy, with the low occurring during sleep. Investigation included review of the event details and user interview with troubleshooting and education. Investigation of this case revealed no device alarms or malfunctions and suggested user-related factors, including time off the system and meal announcement use, as contributors, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.